Manufacturer narrative:
Following the information provided, the lift started to tilt during the patient transfer. In response to this unexpected movement, the nurse attempted to stabilize the lift and sustained an arm injury. The customer clarified that the nurse did not sustain any serious injury during the incident. However, the details of the arm injury has not specified by the customer.the patient did not sustained any injury. After the event, the arjo representative attempted to contact the customer to get additional information regarding the event's circumstances. According to the information obtained from the customer, there were no reported malfunctions associated with the lift used during the event. However, the customer declined to provide any further details regarding the event. Therfore the root cause of the reported complaint cannot be defined. To sum up, the arjo lift was used for a patient transfer when the lift tipped during use , and from that perspective, the system failed. The complaint was decided to be reportable due to allegation that the device tipped during use.

Manufacturer narrative:
Addtional information will be provided upon investigation conclusion.

Event description:
It was reported that during the patient transfer the lift tilted, when the nurse tried to stabilized sustained minor arm injury. The patient did not sustain any injury. The customer reported that the caregiver sustained not serious arm injury. The customer did not provide further details regarding injury.